Event description:
It was reported that multiple occlusion alarms occurred. The customer attempted to change their infusion set multiple times, however the occlusion alarm persisted. There was no reported adverse impact to the customer¿s blood glucose level. The customer addressed their bg with a manual injection.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.